Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was pulled out when the device was withdrawn. Hemostasis was achieved via manual compression. There was no reported patient injury. Following the procedure, when the indicator window turned black, the plug deployment button was pressed and held for a few seconds. The deployment button was fully depressed and flush with the handle. The indicator wire was not visible upon device removal. The exoseal vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The user was trained on the device, and there were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The device was stored and prepared per the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including proper insertion angle. The vessel diameter was confirmed to be =5 mm. There were no signs of calcium or plaque, vessel tortuosity, nearby stent, or stenosis greater than 50% at the puncture site. The site had not been previously closed with any closure device or manual compression in the past 30 days. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to using the exoseal vcd. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. Additionally, an 8f avanti cordis catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification microscopic evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. A review of the manufacturing documentation associated with lot 18412497 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿plug inaccurate placement¿ was not observed through analysis of the device returned as it was received fully deployed with no anomalies noted in the internal mechanism, and no plug returned for analysis and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿as per the (IFU), approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor product analysis, or the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug of a 7f f exoseal vascular closure device (vcd) was pulled out when the device was withdrawn. Hemostasis was achieved via manual compression. There was no reported patient injury. Following the procedure, when the indicator window turned black, the plug deployment button was pressed and held for a few seconds. The deployment button was fully depressed and flush with the handle. The indicator wire was not visible upon device removal. The exoseal vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The user was trained on the device, and there were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The device was stored and prepared per the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including proper insertion angle. The vessel diameter was confirmed to be =5 mm. There were no signs of calcium or plaque, vessel tortuosity, nearby stent, or stenosis greater than 50% at the puncture site. The site had not been previously closed with any closure device or manual compression in the past 30 days. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to using the exoseal vcd. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18412497 presented no issues during the manufacturing process that can be related to the reported event. The reported event of " plug inaccurate placement" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug of a 7f f exoseal vascular closure device (vcd) was pulled out when the device was withdrawn. Hemostasis was achieved via manual compression. There was no reported patient injury. Following the procedure, when the indicator window turned black, the plug deployment button was pressed and held for a few seconds. The deployment button was fully depressed and flush with the handle. The indicator wire was not visible upon device removal. The exoseal vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The user was trained on the device, and there were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The device was stored and prepared per the instructions for use (IFU). Angiography confirmed the suitability of the femoral artery, including proper insertion angle. The vessel diameter was confirmed to be =5 mm. There were no signs of calcium or plaque, vessel tortuosity, nearby stent, or stenosis greater than 50% at the puncture site. The site had not been previously closed with any closure device or manual compression in the past 30 days. There was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm prior to using the exoseal vcd. Other procedural details were requested but were not provided. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.